Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose level was 140 mg/dl. Reportedly, the customer declined further assistance from tandem technical support regarding the issue. After the initial report, the customer called back and confirm after changing supplies customer resumed insulin deliveries. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.